Event description:
It was reported that during a laparoscopic sigman procedure, the device cut twice, but the staples did not form properly. There was no pt consequence.

Manufacturer narrative:
The device was received in good visual condition, with no cartridge present. The device was tested for functionality with a test cartridge. The device fired all the staples without any difficulties noted with a proper b-form shape. The event described could not be recreated.